Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor seized, jammed and was moving heavy. It was observed that the device had no power. It was further determined that the device failed pretest for check the off/osc/on switch mode function. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that prior to surgery, it was discovered that the small battery drive did not work. It was reported that the device was tested and it "buzzed" as it should. The surgeon set the device aside for approximately fifteen minutes to expose the bone. It was reported that when the surgeon went to use the device, it was not working. According to the reporter, the battery devices were replaced; however, the device did not function. The batteries were recharged and the indicator light changed from orange to green in two minutes; however, the device still did not function. There was a ten minute delay to the surgical procedure. It was not reported if a spare device was available. There was no human patient involvement as the device was a veterinary device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.